Event description:
Event was reported to caldera medical by an attorney. The patient has suffered infection, uti, vaginal cyst, inflammation, recurrence of stress urinary incontinence, vaginal odor, painful urination, constipation, vaginal splint to effect bowel movements, feeling of ball sensation in vagina, abdominal swelling, abdominal pain, pain of left vaginal wall during intercourse, pain when sitting down and cramps. No further information has been provided.